Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 214291, UDI: (B)(4).

Event description:
It was reported that the patient experienced stimulation in the stomach and loss of coverage in the back area. Imaging confirmed that the leads had migrated. The patient underwent a revision procedure wherein the leads were moved to get optimal coverage. The patient was doing well postoperatively and the leads remained implanted and in use.